Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4)